Manufacturer narrative:
The sensor was broken into two pieces during the removal process. All fragments of the broken sensor have been retrieved, and the patient is doing well. No further investigation was found necessary.

Event description:
On (B)(6) 2020,senseonics was made aware of an adverse event where sensor was broken into two pieces during removal process and both the pieces were retrieved.